Event description:
On (B)(6) 2014, the lay user/patient in (B)(6) contacted lifescan to report the onetouch verio iq meter was giving the error 4 error message during testing. The technical service representative (tsr) contacted the patient to obtain and clarify information; however, was unable to reach her by telephone. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. For one week, the patient obtained the error message error 4 on the reported meter; she was unable to obtain a blood glucose reading. During this time period, the patient continued to take her usual dose of oral diabetes medication. On approximately (B)(6) 2014, the patient experienced the symptoms of ¿night sweats¿ and thirst; she did not seek any medical attention or treatment. It would have been helpful to determine if the reported symptoms were the patient¿s symptoms of high or low blood glucose levels, her diabetes medication regimen, her expected blood glucose readings and if she had a backup meter available. Troubleshooting revealed the patient¿s testing technique was correct, the test strips were correct, and the test strips correctly drew in the blood sample. The issue was not resolved. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe injury after she was unable to test her blood glucose level due to the meter issue, therefore, this complaint is being reported.

Manufacturer narrative:
Supplemental information 6/24/2014: the patient confirmed the reported symptoms were her symptoms of high blood glucose levels, she confirmed she received no medical attention, the date of event was (B)(6) 2014, the patient did not have a backup meter and test strips available and her diabetes medication regimen is metformin 500 mg. This complaint remains classified as an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Date of event: not provided.

Manufacturer narrative:
Follow-up # 2 ¿ (08/15/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: no error message is observed in the error log, and error was not reproduced during the investigation. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.